Event description:
It was reported that a patient presented with some type of spinal infection two days prior to the report and had been hospitalized for one day. The healthcare provider (hcp) was not sure if the infection was related to the spinal cord stimulator device, but was working with the patient in regards to their infection. The patient needed an emergent MRI of the head and spine and MRI compatibility guidelines were requested. It was not known whether the MRI was related to the device or not. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Product ID 3888-33, lot# v941616, implanted: 2013 (B)(6); product type lead product ID 3487a-56, lot# v775091, implanted: 2013 (B)(6); product type lead product ID 3487a-56, lot# v775091, implanted: 2013 (B)(6); product type lead product ID 3888-33, lot# v761036, implanted: 2013 (B)(6); product type lead product ID 3708220, serial# (B)(4), implanted: 2013 (B)(6); product type extension product ID 3708220, serial# (B)(4), implanted: 2013 (B)(6); product type extension product ID 37754, serial# (B)(4); product type recharger product ID 37746, serial# (B)(4); product type programmer, patient. (B)(4).